Event description:
It was reported that during the preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. A 3.50x16mm taxus express2 drug eluting stent was taken out of the packaging during preparation when it was out of the packaging during preparation when it was noticed that the struts on the stent were bent. The procedure was completed with another taxus stent. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.